Event description:
Customer reported the extension set leaked at the connector. The user replaced the existing set on the epidural infusion with a new (B)(4), lot number 09036151 and when she attached it to the connector, it leaked. The set was replaced two additional times and each time the user reported the set leaked at the connector. The user selected a set from a different lot number for the fourth replacement and stated the set did not leak at the connection. There was no pt harm reported and no medical intervention was required. The customer did not provide and additional pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.